Event description:
Treatment of an avm with onyx. It was reported that at the end of the onyx embolization procedure, the catheter could not be removed and was left inside the patient. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).